Event description:
Healthcare professional reported right side rupture, perspiration, folds, waves rotation on the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture with intracapsular silicone diffusion¿, ¿perspiration¿.